Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800543 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopy-assisted distal gastrectomy, the user felt from the beginning that the grip was too stiff to load and ligate clips properly. The device was replaced with a new unit. No clips fell in the patient.